Event description:
It was reported the pt experienced a shocking sensation when "turning the generator on or off" and also while standing. The shocking began the day before the report. The symptoms were felt at the ins location. Two weeks later the pt was still experiencing the shocking sensation and noted it happened when turning her head to the right. Impedance measurements were normal. The shocking had been occuring for "about a month." The pt had rf ablation in (B) (6) 2009, on the left side of the buttock. The ins was implanted on the right side buttock. Palpating caused stimulation changes. A possible fluid short was suspected. Troubleshooting was being considered. Additional info received indicated the pt had orders for x-rays. Results were pending.

Manufacturer narrative:
(B) (4).